Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel below the knee. After a non-bsc micro dilatation catheter failed to cross the lesion, a 1.2mmx15mmx141cm fg coyote fc otw (emerge) balloon catheter was advanced to dilate the target lesion. However, upon inflation, the balloon ruptured at nominal pressure. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote fc balloon catheter. The balloon was loosely folded. Microscopic inspection found no irregularities or defects in the balloon and markerband. The device was inflated to the rated burst pressure (18atm) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Microscopic inspection revealed damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel below the knee. After a non-bsc micro dilatation catheter failed to cross the lesion, a 1.2mmx15mmx141cm fg coyote fc otw (emerge) balloon catheter was advanced to dilate the target lesion. However, upon inflation, the balloon ruptured at nominal pressure. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.